Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The video verified that the set was leaking through the air vent¿s spike. A retained sample was also visually inspected and functionally tested with no issues noted. The cause of the reported conditional was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.